Manufacturer narrative:
Device available for evaluation. The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
On 31 jan 2017 - complaint reopened as product has been received the device was examined and confirmed the failure mode as reported. A voluntary recall for specific lots of the specialist 2 intramedullary (sp 2 im) rod 400mm instrument (pn 96-6120) was initiated on september 8, 2015. The company has identified the potential for the sp2 im rod 400mm instrument (pn 96-6120) made with (B)(4) to fail due to fatigue and/or overload when excess leverage is applied to the sp2 im rod 400mm instrument (pn 96-6120). There is a deep j-shaped groove at the tip of the rod, which allows a sleeve to lock into place when used in revision cases. It is within this groove that fracture can occur. The sp2 im rod 400mm instruments (pn 96-6120) made from (B)(4), distributed between may 1995 and february 2001, are being included in this recall notice to retrieve any instruments remaining in the market. A voluntary recall for specific lots of the specialist 2 intramedullary (sp 2 im) rod 400mm instrument (pn 96-6120) was initiated on september 8, 2015. It should also be noted that the current returned device was manufactured prior to the material change to (B)(4) and is one of the affected lots associated with the voluntary recall. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that on apr. 24, 2024,, the sales rep was informed that the patient had been hospitalized with a medial fracture of the right femoral neck after the primary surgery on (B)(6) 2016. During primary surgery, the rod in question broke off intrathecally and the tip remained in the right femoral bone marrow cavity. Therefore, on (B)(6) 2024, an artificial head replacement is scheduled to be performed after the removal of the remains in the right femoral bone marrow cavity. The primary surgery on (B)(6) 2016, has been reported in (B)(4). An artificial head replacement was performed on (B)(6) 2024, as scheduled. The surgeon attempted to remove the remnant during surgery. However, during the extraction procedure, the remnant moved distally into the femoral bone marrow cavity, making extraction difficult. The surgeon therefore abandoned the removal of the remnant and closed the wound after placement of the artificial head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the device broke in the medullary cavity of the femur when the surgeon inserted it. He decided not to remove the broken piece due to difficulty of the removal. He suspected it occurred because of possible metal fatigue of the device and the steepness of the anterior curve of the medullary cavity. The surgery was completed with a ten-minute delay. The patient is now under observation.

Manufacturer narrative:
The device remnant associated with the reported event was not returned for evaluation. The initial reporting stated a portion of the rod remains in the patient. The reported product lot code h0309 indicates a vendor manufacture date of march of 2009. A voluntary recall for specific lots of the specialist 2 intramedullary (sp 2 im) rod 400mm instrument (pn 96-6120) was initiated on (B)(6) 2015. It should be noted that the current reported device was manufactured prior to the material change to 450ss alloy and is one of the affected lots associated with the voluntary recall. A need for additional corrective action is not indicated. A voluntary recall for specific lots of the specialist 2 intramedullary (sp 2 im) rod 400mm instrument (B)(4) was initiated on (B)(6) 2015. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.